Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shock was not delivered. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device shock was not delivered during an emergency treatment. Another device was used to shock the patient. There was no harm to the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.